Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is one of two submissions from the same event, the other is 1220246-2016-line 162184-00256. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that an acl procedure was performed on (B)(6) 2015. Patient claimed pain and blockade in the beginning of (B)(6) 2016. Mrt and x-ray showed broken implant fragments which were removed in another arthroscopic procedure on (B)(6) 2016. Trauma was not reported.